Event description:
The user facility reported a leak coming from their system 1 e. Upon discovery of the leak, the facility's maintenance department shut off the water supply, cleaned the water up using several towels and contacted steris service. No procedural delays/ cancellations reported. No injury to hospital staff or patients reported.

Manufacturer narrative:
A steris service technician arrived onsite and discovered two cut gaskets located between the 90 degree factory crimped hose and the uv outlet and inlet. The cut gaskets were replaced and tightened. The unit was tested by running a diagnostic and processing cycle, confirmed operational and returned to service.